Event description:
It was reported to philips that system's image processing computer was unable to boot, preventing imaging. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.